Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, resistance was encountered when attempting to advance the delivery system through the esheath. Following valve deployment, the delivery system was withdrawn through the sheath. Upon removal, a tear was observed at the distal tip of the sheath. There was no patient harm.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: esheath distal tip torn. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process leading to hdpe damage. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.